Event description:
It was reported that it was alleged that this patient's device was depleting prematurely. It was noted that in (B)(6) 2020 the battery longevity showed eleven years remaining, in (B)(6) 2021 the battery showed eight and a half years remaining, and in (B)(6) 2022 the battery showed four and a half years remaining. At the most recently follow up the battery showed eight months remaining. All the parameters were normal. A replacement was needed. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that it was alleged that this patient's device was depleting prematurely. It was noted that in 2020 the battery longevity showed eleven years remaining, in 2021 the battery showed eight and a half years remaining, and in 2022 the battery showed four and a half years remaining. At the most recently follow up the battery showed eight months remaining. All the parameters were normal. A replacement was needed. Technical services (ts) review of the device data confirmed a low voltage fault. Ts recommended device replacement. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the initial reporter information.

Event description:
It was reported that it was alleged that this patient's device was depleting prematurely. It was noted that in 2020 the battery longevity showed eleven years remaining, in 2021 the battery showed eight and a half years remaining, and in 2022 the battery showed four and a half years remaining. At the most recently follow up the battery showed eight months remaining. All the parameters were normal. A replacement was needed. Technical services (ts) review of the device data confirmed a low voltage fault. Ts recommended device replacement. No adverse patient effects were reported. The device remains implanted to date.